Event description:
It was reported that the right ventricular lead's sensing was worsening and that the lead had an elevation in threshold and the sensing had dropped. The lead had dislocated and was repositioned and remains in use. The patient is part of the discovery study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.